Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient's infusion set fell off during use while working on his car. The infusion set was used for a day. No further information was available.